Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced symptoms of lightheadedness and sweatiness. The customer was able to self-treat with peanut butter crackers. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the applicator and cap and no issues were observed. The sensor cap was found to be retained inside the applicator cap, and the applicator had fired correctly. A visual inspection has been performed on the sensor patch and no issues were observed. Data extraction was successful. Sensor state 7 with event codes 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, this issue is not confirmed. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.